Event description:
Same case as MFR #: 2134265-2013-05303. Reportable based on analysis of related device completed on (B)(4) 2013. It was reported that during a percutaneous coronary intervention, a wire tip detached. The 99% stenosed target lesion was located in the severely calcified and moderately tortuous proximal to mid left anterior descending artery. A 1.75mm rotalink plus was advanced over a 330cm rotawire to treat the target lesion. Multiple ablations were performed without issue. It was noted that the physician tended to ¿remain the bar of the rotablator in one place¿. However, when removing the burr using the dynaglide mode, it was noted that the rotawire was flapping from the end of the advancer and the proximal part of the wire was rotated. After the burr was removed, the coronary artery was checked under the cineangiocardiogram and it was observed that the tip of the wire was detached and remained inside the coronary artery. A non bsc device was used to remove the wire tip and the procedure was completed. No further patient complications were reported and patient's condition is good. However, device analysis of the related guide wire revealed fracture occurred due to rotational wear reduction.

Manufacturer narrative:
Age at time of event: (B)(6). Device evaluated by manufacturer: examination of the returned complaint device revealed a guidewire was returned inserted in the device, protruding from the advancer and could not be removed. No issues were noted with the handshake connection. No speed was met during the wet test. The advancer unit was dismantled and it was noted that the turbine was seized and a melted ultem was evident indicating an interruption of saline or insufficient flow of saline during use. Microscopic examination of the burr revealed it was flared/misshapen which indicates the rotating burr could have come in contact with the guidewire. Additionally,the related investigation on the wire revealed that the proximal section presented with a failure that occurred due to a rotational wear reduction of the cross section. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: ¿never advance the rotating burr to the point of contact with the guide wire spring tip. Such contact could result in distal detachment and embolization of the tip.¿ (B)(4).